Event description:
User experienced two samples from one patient, both giving high troponin t results. Sample 1 initial result 1.8 ng/ml, repeated 2008 gave <0.010 ug/l. Sample 2 initial result>2.0 ng/ml, repeated 2008 gave <0.010 ug/l. Additionally, one of the samples was repeated twice giving 1.9 and 1.6 ng/ml. No information provided to determine date of repeat analysis or which sample was repeated. Initial results were reported. The customer is concerned that the patient may have had unnecessary intervention. No information has been provided to determine if results were used to guide therapy or if unnecessary intervention did occur. If additional information is received, appropriate notification will be provided.